Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR.: taxus liberte ous mr 2.75 x 38mm stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found proximal stent damage. Stent strut rows 1 and 2 from the proximal end of the stent are lifted and pulled in a proximal direction. The crimped stent od (outer diameter) of the undamaged portion of the stent was measured and is within specification. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the inner and outer polymer extrusion found no issues. There were no signs of damage or strain to the port bond. No issue tracking device over 0.014'' guidewire, no restriction, entered through distal and exited through port. The tip was visually examined and no issues were found. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on analysis completed on 19feb2017. It was reported that advancing difficulties over the guide wire were encountered. Vascular access was obtained via the right radial artery. The 70-80% stenosed, 32-34x2.5-2.75mm, concentric, de novo target lesion was located in the moderately tortuous and mildly calcified left circumflex artery. After a non-bsc guide catheter engaged the lesion, a non-bsc guide wire crossed the lesion. A 2.5x12mm non-bsc balloon was advanced for predilation. Following predilation, residual stenosis was 30-40%. A 38 x 2.75mm taxus¿ liberté¿ long stent was advanced but had difficulty tracking. The device was removed and was re-advanced but resistance was met. The procedure was completed with another 38 x 2.75mm taxus¿ liberté¿ long stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.